Event description:
Customer called stating that her meter was missing segments in the display. Customer asked to return meter for further eval, and a replacement was provided.

Manufacturer narrative:
The serial number was reported incorrectly by the customer, therefore, the MFR date of the meter is unk.